Manufacturer narrative:
Concomitant products: product ID: 8711, lot# n280658012, implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was a catheter fracture. On (B)(6) 2017, the pump replacement was planned to be conducted but the catheter fracture was found by the x-ray examination of the back. The fracture seemed to have occurred around the middle of last year and the drug dosage seemed to have been suspended due to it but increased spasticity was not observed. It was reported that screening is going to be performed again and the replacement of the pump system will be considered after the effect is confirmed. The patient has been followed up in pediatrics. As the hcp had only dealt with the refill, they could not find the catheter fracture. Increased spasticity was not observed at the refill and the dosage was not being increased for some time past. The physician wonders why increased spasticity was not observed although baclofen dosage was suspended.

Manufacturer narrative:
The previously reported catheter fracture will no longer be captured in this event and any additional information received regarding the catheter fracture will be captured in regulatory rep # 3004209178-2017-07959. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was indicated as approximate.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that on (B)(6) 2017 refill was conducted and estimated eri was found to be zero although it had been indicated 16 months on (B)(6) 2016. It was reported the scheduled pump replacement was supposed to be around (B)(6) 2018; however, it was shortened around 13 months. It was noted that the itb treatment was started after the pump had been implanted. Current drug concentrations: 2000ug/ml dosage: 430ug/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump was replaced on (B)(6) 2017. The pump was recovered. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis of the pump found battery high resistance. Eval code-result code no longer applies to this event. Eval code-conclusion code no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient in (B)(6) who received gabalon intrathecal injection. The patient was implanted on (B)(6) 2011 with the indication for use of adrenoleukodystrophy. The daily dose was not provided but noted as continuing since the implant date. Complications, past history, and history of adverse reactions, and concomitant medications were not provided. On (B)(6) 2017 the attending physician had reported to a representative of another company that a refill had been performed. This refill had been two months or less since the previous refill which was performed on (B)(6) 2016. During this period, the battery remaining amount of 16 months ¿has gone¿. Further, although the estimated elective replacement indicator (eri) was displayed as 16 months at the previous refill, eri had occurred on (B)(6) 2016 and the schedule to replace the pump by (B)(6) 2017 was indicated at this time. Therefore, the pump replacement was going to be conducted on (B)(6). The health care professional classified this event as not serious, ¿n/a to 1-7¿. The outcome was reported as unknown. Patient symptoms were not reported at this time. The causality of the event was reported as related to the pump, but not related to the drug, catheter, programmer, or surgical procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the data log was saved. Any anomaly messages were not indicated in the log other than the ¿eri occurred¿. It was reported that it was unclear that there was an alarm since it was soft. Updating the pump after the refill was performed without any issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from daiichi. It was reported that the classification of severity of the event was 6 (serious). It was reported that the early eri event was recovered with a date of outcome of (B)(6) 2017.

Event description:
Additional information was received. It was reported that the data logs were saved from the time the eri occurred on (B)(6). It was reported that there was no evidence in the log which indicated that the alarm sounded. The only abnormalities seen in the log was the ¿eri occurred¿ message. When they asked the patient¿s family, they said that the alarm did not sound. However, the device was subfascially placed and the subcutaneous fat was also thick, so it is difficult to hear the alarm. When they tried sounding the test alarm at first they were in the hospital ward so there was noise around them, and they had to put their ears close to the stomach to hear it. It was noted that as for whether or not the alarm sounded, the sound was too soft, so it could not be confirmed. So, it was unknown whether the alarm sounded or not. It was also reported that during the refill on (B)(6) 2017, they were able to update the pump as usual without entering 2 ml; the update was completed without any problems. It was further noted that the pump is scheduled to be replaced on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.